Event description:
It was reported that high impedance was found due to blood in the header. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of an impedance anomaly was confirmed after reviewed data stored in device memory. Electrical tests were performed and the device was found to be normal. No anomaly was found. The cause of the field event remains undetermined.